Event description:
Account obtained a false positive hcg of 18 miu/ml on a patient sample that caused of surgery for the patient. The incorrect result is repeatable and the sample is being evaluated for an interfering substance.